Event description:
It was reported that pump experienced malfunction alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer drank a lot of water to address high blood glucose, did not require help from any third party, and worked with technical support to reset pump malfunction, after which same issue did not recur, and customer was advised to continue using pump and to call back if malfunction returned.